Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was experiencing intermittent charging issued despite the attempt of multiple wall adapters. There was no impact to the customer's blood glucose level. The customer declined a replacement pump and it was indicated that the customer would continue to use the pump for insulin therapy.